Manufacturer narrative:
A zoll approved service provider evaluated the device. The customer's report was verified and the pace/defib engine board was replaced. The pace/defib engine board was returned to zoll medical corporation. The report was duplicated and attributed to damaged connectors on the board. The pace/defib engine was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 76" error message. Complainant indicated that there was no patient involvement in the reported malfunction.